Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose levels and elevated blood glucose levels. An exact value was not provided. Cause for bg was unknown. Customer declined troubleshooting and declined to provide additional information with tandem technical support.